Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in spain. The reported "head error" occurred on the rotaflow console and drive when turning on the equipment. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the the reported "head error". The rfc control board kit (article number (B)(4)) has been replaced on the rotaflow console. After the replacement the rfc is working as intended and is back in use. The affected rfd with s/n (B)(6) will be scrapped and not be repaired. The customer replaced the damaged rfd with a new rfd with s/n (B)(6). The most probable root cause for the reported failure "head error" could be determined as: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced based on these investigation results the reported failure "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2023-06-07 and during the period from 2010-11-23 to 2023-06-07 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2010-11-23. Rotaflow drive: the review of the non-conformities was performed on 2023-06-07 and during the period from 2016-02-24 to 2023-06-07 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2016-02-24. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
New information about the affected device has been provided by the ssu (sales and service unit) on 2023 (B)(6). The rotaflow pump module with s/n (B)(6) and the rotaflow drive unit, blue with s/n (B)(6) are in involved in the event and not as initially reported the mcp00703323#tpm 20-330 twin roller pump with s/n (B)(6) . Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in (B)(6). It was reported that during startup of the hl 20 device the pump displayed the error message "head error". No harm to any person has been reported. A getinge field service technician will be sent onsite for investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in (B)(6). It was reported that during startup of the hl 20 device the pump displayed the error message "head error". No harm to any person has been reported.